Manufacturer narrative:
The device was returned to olympus for inspection, and the alleged reportable malfunction was not confirmed so a root cause could not be established. However, during reprocessing a separate reportable malfunction was observed: the connector plug unit was corroded. Based on the results of the investigation, the plug corrosion was attributed to degradation, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the processor displays error 216 when the endoscope is connected. The issue was found during reprocessing.